Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no non conformance recorded in the lot history. There are no other similar complaints reported against this batch. (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the bipolar energy not working on the vasoview hemopro 2. The balloon popped while they were trying to inflate it and it was reported that 15 cc's of air was used. The bipolar cautery device just stopped working. Bipolar forceps introduced on tissue with tips closed. A replacement device was used to complete the procedure. The hosp did not report any pt effects.